Event description:
Reported event of "port disconnection or rupture" requiring reoperation from journal article: "band and port-related morbidity after bariatric surgery: an underestimated problem." M.v. Launay-savary, et al (2008) obes surg 18:1406-1410 springer science. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: 17/nov/08. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial #, date of event, implant date and explant date. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."